Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in a severely calcified and mildly tortuous anterior tibial artery. After an unspecified guide wire crossed the lesion, a 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced to dilate the lesion. The balloon was inflated twice, however, during the second inflation at 7 atmospheres, the balloon ruptured. The physician completely removed the device from the patient and completed the procedure with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter with a coyote es pouch label. The batch number on the packaging and device matched the reported batch number. There was a stopcock attached to the hub. The catheter was tactilely and visually inspected; there was blood in the inflation lumen and in the balloon. The balloon and shaft were inspected under magnification. The shaft was flattened 71cm from the strain relief. There were multiple areas of shaft buckling between 3cm and 5cm from the distal tip and the distal tip was damaged. Magnified inspection of the balloon revealed a balloon pinhole over the markerband. The inspection presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in a severely calcified and mildly tortuous anterior tibial artery. After an unspecified guide wire crossed the lesion, a 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced to dilate the lesion. The balloon was inflated twice, however, during the second inflation at 7 atmospheres, the balloon ruptured. The physician completely removed the device from the patient and completed the procedure with another of the same device. No patient complications were reported and the patient's condition was good.